Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. A batch review was performed, and no issues were detected during the manufacturing of potentially associated lots gd893305 and gd893453.

Manufacturer narrative:
(B)(4)